Manufacturer narrative:
Visual inspection was performed on the returned device. The unspecified issue could not be confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle devices mentioned in b5 are filed under separate MFR report numbersd4 - lot number updated from unknown to 3042542. D9, h3 - device returning update from ni to returned. E1 - initial reporter - physician updated.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported as a general comment that there were failures with five prostyle devices. No additional information was provided.

Event description:
It was reported as a general comment that there were failures with prostyle devices. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event: na.